Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of over infusion was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed an infusion on the reported event date was recorded. The infusion ran until air-in-line! Alarmed, however no abnormalities were observed.. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The pressure plate will be adjusted per service procedure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.